Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the up, down, and ok buttons were under responsive to button presses. The reporter indicated that the keypad was noted to be under responsive and then the keypad was later noted to be peeling. The reporter confirmed no indication of moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2015 with the following findings:the pump keypad cover was observed to be peeling off of the pump. The keypad buttons were tested and were found to be fully responsive to button presses. The keypad buttons were removed and no button contact defects were found. Unrelated to the complaint, during testing the display screen was noted to be dim and discolored with a reddish hue.